Event description:
While performing phacoemulsification of a cataract in the rt eye using an alcon phaco pack, the surgeon noted sudden, intermittent shallowing of the anterior chamber. This caused a break in the posterior capsule and loss of a piece of the nucleus into the vitreous cavity. Surgeon believed the event to be caused by failure of the irrigation tubing to supply contrast flow. The injury necessitated performance of an anterior vitrectomy.